Event description:
On (B)(6) 2015, the reporter contacted animas, alleging motor (rewind) issue. The reporter stated that the rewind stops prior to completion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-product analysis: the device was returned and evaluated by product analysis on 10/01/2015 with the following findings: the complaint could not be duplicated with investigation. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the motor components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.